Manufacturer narrative:
There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, the most likely root cause for the reported high power event can be attributed to external factors such as thrombus formation. The most likely root cause for the reported high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2016; log dates through (B)(4) 2016: power consumption above normal operating range. Additional notes: 1 low flow alarm was logged on (B)(4) 2016 at 10:35:37. The low flow alarm limit is currently set to 2.0 lpm. 2 high watt alarms have been logged at the following times: (B)(4) 2016 at 18:53:50 and (B)(4) 2016 at 19:02:06. The high watt alarm limit is currently set to 7.0 w. A rise in power consumption has been logged starting (B)(4) 2016 to a peak of 4.8w on (B)(4) 2016 outside of normal power consumption. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of low or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site the patient was having high power alarms and was admitted. During admission patient had a pump exchange that occurred on (B)(6) 2016. The manufacturer representative has made attempts to collect additional information, but at this time has been unsuccessful. No additional information provided. Investigation is ongoing